Event description:
A report was received that prior to sectioning, the user noticed that the inside swivel connector was missing from the closed suction system. No adverse events, patient injury or medical intervention were reported. Ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.